Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results and quality control on their dxc 700 au clinical chemistry analyzer. The customer repeated the sample on another au analyzer with normal results. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.